Event description:
This is a report of the death of a homechoice peritoneal dialysis (pd) patient. It was reported that on an unknown date, the patient was admitted to the hospital for something respiratory related. At the time of the report, there was no official confirmation of a diagnosis and the treatment/outcome of the event was not reported. Follow up with the pd nurse for this event revealed the patient remained hospitalized for sepsis. Additional information was later received which reported the patient had died. The patient's husband thought the patient died from cardiac failure but declined to answer more questions regarding the patient's death. The pd nurse was contacted and reported the patient did not perform pd therapy on the date of death for reasons not provided. The pd nurse did not have additional information regarding the cause of death or if an autopsy was performed. The pd nurse confirmed the patient was hospitalized prior to the death for respiratory issues/sepsis. The pd nurse stated the patient did not have peritonitis when hospitalized and stated the hospitalization and sepsis were related to other medical issues the patient had. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The patient death occurred on an unknown date in (B)(6) 2013. The sample was not returned for evaluation. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Review of the device service history revealed no issues that could have caused or contributed to the patient death. The device was unavailable for evaluation.